Event description:
It was reported that a remote transmission was received indicating the patient had experienced 40 atrial tachycardia(at)/atrial fibrillation (af) episodes. A review of the transmission indicates that the right atrial (ra) lead exhibited chronic undersensing. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).